Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found liquid intrusion into the tube due to a water leak from the output connector socket. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model clv-190, evis exera iii xenon light source to olympus for repair due to a report of a brightness problem. Upon inspection and testing of the returned device, water leaked from the output connector socket. This report is submitted due to the malfunction of water leaked from the output connector socket. As this was found during in-house service, there was no patient involvement.